Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and the follow, and approximately 12 days into the support, the patient reported the placement signal was unreliable. It was further noted an echocardiogram was completed and showed the pump's position as appropriate. The outcome of the patient as a result of the event is unknown. However, the patient continued on impella mcs for an additional 7 days before being successfully weaned and the device explanted with a survived patient outcome.

Manufacturer narrative:
Additional information was received and noted post event, the pump was successfully and regularly used and then weaned without any further problems. The patient remained stable after explantation. Regarding the status of the device it was not returned as it discarded by the hospital staff. Per the update, the staff was unaware a complaint intake would be created upon explantation of the device. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Optical signal issue - after 12 days on support, placement signal not reliable (psnr) alarms occurred. Echocardiogram confirmed proper positioning. Data log review confirmed psnr alarms occurring with placement signal intermittently railing to 3000mmhg. Raw optical sensor rails to -3200mmhg and does not form a coherent aortic waveform. Signal not reliable and motor current oscillate together in no known pattern. Cross functional review could not identify any known pattern in the data logs, and the issue is thought to be unrelated to the automated impella controller. The cause of the optical signal issue could not be determined due to no product returned, inconclusive data log review, and insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.